Event description:
It was reported the pump battery could not be charged using the tandem-provided charging cables. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump with secondary usb supplies.